Event description:
It was reported that a patient underwent a degenerative procedure. During the procedure, the set screw would not break off so it had to be replaced. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample set screw found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.